Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 15-oct-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident. A user had mentioned and confirmed that the issue was affecting all users. The tss had requested permission to dial into the station. The user had stated that the station was in the emergency unit and had provided a timeframe that would be best to dial in. The user had also asked to be called first before dialing in to confirm there were no cases. The technical support specialist (tss) had contacted the customer, but the customer had replied that the issue was resolved. The system functioned as intended after the customer resolved the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es bio ID scanner was not working. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported due to this event.